Event description:
The device was implanted on 3/20/96 for arterial infusion of heparin. On 3/28/97, the MFR received a response to a device tracking polling letter from the physician. The response indicates that the device was explanted (date not provided). The reason given for explant was "infection."